Event description:
Caller reported damage to the pump housing impacting the ability to charge pump. There was no adverse impact to the customer. Technical support informed the caller that the damage was cosmetic and did not affect the pump's functionality, which the caller understood and acknowledged.